Event description:
Caller reported that the cartridge leaked insulin once. This issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." The customer took corrective action by administering a correction bolus via the pump without needing third-party assistance. Technical support arranged to return the affected cartridge, and the caller successfully changed the cartridge and resumed insulin therapy.